Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii), elecsys ft4 ii (ft4 ii) and elecsys anti-tshr immunoassay (anti-tshr) on a cobas 8000 e 602 module. Of the data provided, only the tsh results were a reportable malfunction. The tsh result from the e602 module was 0.43 uiu/ml. The repeat result from the siemens centaur method was 0.73 uiu/ml. The results from the e602 module suggested a diagnosis of thyroid disease which did not match the patient's clinical picture. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. There was no allegation that an adverse event occurred. The e602 module serial number was requested but was not provided. The patient sample was submitted for investigation. The customer's tsh results were reproduced during the investigation. The investigation was unable to find a definitive root cause.